Event description:
Prior to insertion of a permanent intrathecal morphine pump, a 15 gauge tuohy needle and intrathecal catheter were advanced under fluoroscopic control. The catheter proceeded caudal to the needle. After removing the catheter and the needle at the same time, it was noted that approx 5 cm of the catheter tip was sheared off. Retrieval attempts were unsuccessful. Pt was discharged 1/29/99 with no apparent harm.